Manufacturer narrative:
(B)(4). Batch # unk. Additional information: customer provided two photos and two videos for review. One photo was of the disassembled device. The other was of a disassembled device clicker that appeared to have a piece missing. Two videos were also provided for review. One was of the shroud assembly where the handle cycled. At the end of the handle stroke you can hear the instrument clicker making contact with the handle. The second video provided was of the device shroud where the handle can be seen making contact with the clicker. Because the instrument was not return our evaluation is limited. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic assisted total gastrectomy procedure, there was a clicker failure. The part in the handle that provides audible feedback wasn't providing the audible feedback. The issue was identified during the product demonstration and evaluation for device introduction at the account. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # p94f5w. Investigation summary: the device was returned disassembled along with photo of disassembled instrument and instrument clicker that appears to have a piece missing. In addition, also returned was a video of shroud assembly where the handle is cycled and at the end of the handle stroke you can hear the instrument clicker making contact with the handle. The internal components were inspected, it was found that the closure indicator was broken. Due to the condition of the device, the functional testing could not be performed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.